Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent graft systems were implanted in patients for thoracic endovascular aortic repairs on unknown dates. Open surgery intervention was required in all patients after the index procedures. The following events were reported. Death.